Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to pull out the drawer 4.2. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the magnet strip read by the position sensor was out of position, which caused restricted access to the last row of cubies in drawer 4.2. The field service engineer realigned the magnetic strip and performed proactive corrective actions by replacing the broken drawer front and tightening the bolt securing the scanner holder. The drawer functionality was verified, and the system operated as intended after the field service engineer repaired the device.